Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the proximal gastroduodenal artery (gda) using a ruby coil lp and a microcatheter. It should be noted that the patient's anatomy was minimally tortuous. During the procedure, the physician advanced the first ruby coil lp into the target location and attempted to detach the coil manually; however, the ruby coil lp did not detach. The physician made multiple attempts to detach the ruby coil lp by pulling harder on the pull wire. The physician then noticed under fluoroscopy that the ruby coil lp eventually detached by retracting the pusher assembly. However, approximately five centimeters of the coil still remained in the microcatheter. The physician then used saline to flush the remaining part of the ruby coil lp into the target vessel. It was reported that the ruby coil lp was unstable and migrated to a more distal position of the gda. The physician decided to leave the ruby coil lp in the distal part of the gda since there were enough collateral vessels in the surrounding area that would provide perfusion. The procedure was completed using two additional ruby coil lps and the same microcatheter. It was reported there was no adverse effect to the patient.